Event description:
It was reported during a therapeutic endoscopic sphincterotomy procedure, the knife immediately disconnected. The procedure was completed with an olympus back-up device. There were no report of patient harm.

Manufacturer narrative:
E1:(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated field(s): d4, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it was confirmed that the broken portion was scorched and melted. Therefore, it is possible that a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. However, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.